Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal did not deploy in the aorta after the aortotomy and release.

Manufacturer narrative:
Trackwise# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1: event site name exceeds character limitations: (B)(6).

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, e1 (initial reporter, event site name), g3, g6, h2, h3, h6, h11. Due to character limitation in e1 for event site name, the full event site name is (B)(6). The device was returned to the factory for evaluation on 07/17/2025. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed in a photograph. Signs of clinical use and evidence of blood was observed. The delivery device with the opened deployed seal was observed in the delivery device outside the loading device. The blue safety lock was off and the white plunger were not observed in the photograph. The intact seal and tension spring assembly was observed outside the delivery device in a an opened deployed state. There were no visual defects observed on the intact seal or tension spring assembly. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the loaded seal. The blue safety lock was off and the white plunger fully depressed. The seal was observed in a deployed open state. The seal and tension spring assembly was removed from the delivery device with no physical or visual defects observed. There were no visual defects observed on the intact seal. No measurements of the device were taken due to the presence of blood in the delivery tube, per requirement in ga000080 section 7.4.1. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot #3000457540 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.